Event description:
The customer reported to beckman coulter (bec) that approximately 20 ml of clear fluid had leaked behind the coulter act 5diff cp analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing gloves only at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated as a result of this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and observed that hemoglobin (hgb) lyse was dripping from the bottom of the reagent syringe. The fse replaced the o-rings on the reagent syringe resolving the leak. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode was attributed to the o-rings at the bottom of the reagent syringe which needed to be replaced. (B)(4).